Event description:
A st. Jude 33mm mitral valve was removed from a patient. The specimen was sent to the lab. The pathologist report said "valve leaflets move freely, however, one of the leaflets has an irregular defect at the center axis measuring 1/1 x 0.2 cm."device was inadvertently thrown away with the red bag waste.